Event description:
It was reported that the patient came into the clinic due to an atrial lead warning from their device. Stored data revealed low impedance readings on the right atrial (ra) pacing lead and noise was observed during patient isometrics testing. Stored data also revealed a prior lead warning for the right ventricular (rv) pacing lead due to multiple low impedance readings. Adjustments were made to the device settings. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2002; 5076-58 implantable pacing lead, (B)(6) 2002. (B)(4).